Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD)  nd right ventricular (rv) lead, patient hears acous tic alarm. The existence of short vv was checked and reproduced with manipulation of the bag. The patient pacemaker dependent and inhibition caused symptoms of presyncope. As a result, the ICD system was surgically checked for connections, and successfully reconnected. No short vv or oversensing detected during surgical check. No patient symptoms were reproduced with manipulation of the bag. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.